Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was not returned to olympus for inspection. Therefore, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that black debris appeared to be stuck on the bronchovideoscope during inspection of the patient airway. The debris was removed from the scope with wet gauze. There was no black debris in the patient airway. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.